Event description:
A customer from (B)(6) reported that he ran two consecutive blood tests on the breeze2 meter and received readings of 32 and 256mg/dl. He administered insulin and had hypoglycemic symptoms of tremors, sweating, tachycardia, almost convusling and passing out. He called an ambulance. His blood glucose was then 26mg/dl and the physician on board treated him with glucose IV. The customer's blood glucose became stable later that day and no hospitalization was required. Only the meter information was provided.

Manufacturer narrative:
Street address was not provided for the initial reporter.